Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps experienced flow rate inaccuracy issues and false downstream occlusion alarms. Occlusion alarms occurred frequently at the beginning of the infusions. The flow rate inaccuracy issues were described as ¿negative values highlighted in the infusion data¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR for MDR report number 1416980-2025-03890 follow up #1. The correct date should have been 12/10/2025 and not 06/26/2025.